Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend (rrt) sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on the non-boston scientific right atrial (ra) lead which resulted in inappropriate atrial tachy response (atr) episodes. Technical services recommended to turn off the rrt feature. The crt-d and non- boston scientific ra lead remains in service. No adverse patient effects were reported.